Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6). UK infinity® total ankle system study. Oblique undisplaced fracture right distal tibia. Narrative of adverse event: : increasing pain right lower leg - (additional comments by surgeon) 4 months post right infinity total ankle. The x-rays done at 3 month post op were prefect. X-rays at 4 months were done because patient phoned complaining of significant pain. These showed oblique undisplaced fracture starting anterior 3 cm proximal to the implant & extending posterior, more than 10cm proximal to the implant."

Event description:
As reported: "subject: (B)(6) UK infinity® total ankle system study. Oblique undisplaced fracture right distal tibia narrative of adverse event: : increasing pain right lower leg - (additional comments by surgeon) 4 months post right infinity total ankle. The x-rays done at 3 month post op were prefect. X-rays at 4 months were done because patient phoned complaining of significant pain. These showed oblique undisplaced fracture starting anterior 3 cm proximal to the implant & extending posterior, more than 10cm proximal to the implant."

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.